Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The patient was at the doctor's office at the time of the event. The patient was conscious at the time of the event. The nurse was removing lifevest at the time of the treatment in order to record an ECG. The patient was not wearing the vest at the time of the treatment. The battery was left in the device when it was removed. The device delivered a 7 joule pulse. This reveals that the therapy electrode pads had minimal or no contact with the patient's skin. The patient's true rhythm returned after donning the device again. The patient returned to his home and will continue wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient returned to his home and will continue to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 01/2012 - reuse. Electrode belt (B)(4): 08/2014 - initial use. Inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).